Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that his one touch ultra meter was giving him "apply sample" messages. The medical affairs specialist spoke to the patient's wife on march 4, 2008, and verified the following info. According to the patient, the reported issue started on the day prior to original date in the morning. The patient was unable to get a blood glucose reading. He tests his blood sugar 4-6 times daily. He takes unk insulin at each meal based on the meter readings and his carbohydrates intake. He also takes a set amount of lantus before bedtime. The patient had been taking a regular amount of insulin during the time when he was unable to receive a blood glucose reading. On original date in the morning, the patient claimed that he did not receive a blood glucose reading due to the reported issue and went out for walking. He reported that he started feeling low blood sugar symptoms while walking. He was feeling sweaty and weak. He treated himself with glucose pills that he always carries. He denied of receiving medical attention due to the reported issue. He was not tested on another device at the time of concern. The customer service agent (csa) verified that the patient was using correct technique to apply the sample and the sample was drawn into the test area. The patient did not have a new vial of test strips to complete troubleshooting. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, because the patient alleges he did not receive a blood glucose reading due to the reported issue and later, felt sweatiness and weakness, which could be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.